Event description:
Additional information received indicated that the infection was related to previously treated hematoma. The patient experienced hematoma after falling down. It was reported that the fall was not related to the implant procedure or any of the implanted devices.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was admitted for an infection at the pocket site. The patient received a pocket hematoma revision and the lead was explanted. The patient was stable post procedure and will be followed-up routinely.